Manufacturer narrative:
Articulation gear teeth broken. The analysis showed that the device was received with the articulation mechanism damaged. The device was received with two reloads present; reload b was received fully fired and with no damage to the spring cartridge lockout; reload c was received fully loaded with staples. The device was tested for functionality with the returned reload c on one articulated position; when fired to the left, the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found broken. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, the sample of the batch is inspected. The manufacturing records were reviewed, and no anomalies were found during the manufacturing process.

Event description:
It was reported by the affiliate that during a laparoscopic appendectomy procedure, the device did not fire. There were no adverse consequences to the patient.